Event description:
Customer reports a cartridge was stuck in the instrument. The customer used a screw driver to remove the cartridge and in an attempt to remove the stuck hgba1c cartridge, broke the plastic tab off and cut her finger. Cut was cleaned and no further medical attention was sought.

Manufacturer narrative:
Customer was provided details of exchange program and will advise if they require further assistance. Results: the cartridge was stuck in the cartridge compartment and the tab was broken in the attempt to remove the cartridge. Conclusions: the customer, when trying to remove the stuck hgba1c cartridge from the unit, broke the plastic tab off and cut her finger. This event is being reported because it occurred in a potentially biohazardous environment.